Event description:
Baxter (B)(4) received a report of an intermate that leaked while connected to a patient. The leak occurred 2-3 minutes after connection. The device was filled with an unknown volume of meropenem. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed leakage from half-broken tubing at the junction of the luer post. The root cause was determined to be excessive force inadvertently applied to the tubing during product use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.